Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss occurred. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss occurred. The product was evaluated. An external visual inspection was performed and passed/failed. Nordic bluetooth pairing test was performed and passed. Performance data was not provided for evaluation. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).